Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s doctor reported via phone call that the up and down buttons were unresponsive of the insulin pump. The customer¿s blood glucose level was 220 mg/dl at the time of incident. The customer was assisted with troubleshooting for keypad anomaly. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all buttons responding properly. No damage or moisture damage on keypad assembly. No unlocked keypad connector. No button keypad anomalies noted. (B)(4).